Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to inadequate stimulation and the ipg not functioning as intended. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.